Manufacturer narrative:
Reported event is confirmed by examination of the returned products, which show the springs had disassembled as well as signs of repeated use. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to a design issue, which was investigated through the CAPA process and addressed with a design modification if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information reported.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-03541, 0001822565-2019-03542, 0001822565-2019-03543.

Event description:
Three persona knee tibial articular surface provisional shims were returned as worn and needing replaced. It was noted the shims were missing ball bearings. No patient involvement was reported.